Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve was cleaned, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not releasing off expired gas, possibly causing overpressure during preuse checkout. There is no report of patient involvement.